Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the initial surgery to treat a poly-traumatized patient with multiple fractures of the left femur with a left lateral femoral nail (lfn) construct, there was reported issue with the aiming arm. During proximal drilling through the directional arch, it became evident that the drill bit was tapping against the nail. The locking screw missed the hole. X-rays confirmed this problem. Due to the reported event, it was necessary to perform the proximal block by freehand. There was a 20 minute surgical delay due to the reported event. The patient¿s outcome is unknown. Concomitant parts: lfn nail (part# unknown / lot# unknown / quantity 1). Guide drill (part# unknown / lot# unknown / quantity 1). Drill bit (part# unknown / lot# unknown / quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Alert date for previous follow up medwatch report reported as (B)(6) 2007. Should have been reported as (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: january 16, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the aiming arm has wear and tear signs and black color is visibly discolored. Our investigation shows that only the aiming arm was received for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we cannot determine the exact root cause as no detailed clinical information and not all involved parts were provided. Also we could not reproduce the complained malfunction as device passed the required functional successfully. The functionality test was performed in collaboration with product development department and with corresponding demo equipment. As this instrument is more than 10 years old, produced in january 2007, it is likely that the damages were caused due to normal wear and tear over years. Also discoloration is most likely referable to an often and/or excessive usage of the cleaning and sterilization process over years. This occurrence could accelerate the discoloration of the surface. Based on the investigation results we conclude that this complaint is not confirmed and that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.